Manufacturer narrative:
The pump was received with a blank display and constant tone alarm due to moisture damage on the electronic assembly. Unable to perform functional tests or verify the button error alarm or unresponsive button due to the blank display. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 462 mg/dl. No significant events leading to the alarm or keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not being returned or replaced.